Event description:
On (B)(4) 2014, the reporter contacted lifescan (B)(4), alleging the meter was reading blood as control solution and readings of "299 mg; 247 mg/dl; 94 mg/dl" were obtained. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.